Event description:
It was reported that two pillars extruded. The pillars were implanted on (B)(6) 2012. The extrusion date was not available. There was no report of patient impact.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The product was not returned to the manufacturer for evaluation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.